Event description:
The customer reported that they opened an exeter stem and noticed that the lug had broken off the spiggot protector. A new implant was used to complete the case.

Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed. A visual inspection of the returned device by the supplier noted "the pictures show a broken lug and visual marks that are consistent with a misuse of the device". No medical records were received for review with a clinical consultant all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The investigation concluded that damage was consistent with a misuse of the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that they opened an exeter stem and noticed that the lug had broken off the spiggot protector. A new implant was used to complete the case.